Event description:
Device report received from (B)(6), indicates the pt was implanted on (B)(6) 2011 for a left distal radius fracture. X-ray taken on (B)(6) 2011 showed the plate to be broken. Pt was returned to the operating room on (B)(6) 2011 for removal of the broken plate and stabilization with an external fixation device. This is the first of two reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies.